Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Ho m-y, yang s-h, chen c-m, po-hao huang a, hemostatic thrombingelatin matrix leading to intracranial cyst formation: case report, world neurosurgery (2019), doi: https://doi.org/10.1016/j.wneu.2019.03.030. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an emergent right occipital mini-craniotomy for endoscopic intracerebral hemorrhage (ich) removal in which floseal was used. It was reported floseal (10ml) was used intra-operatively inside the hematoma cavity. Nine days¿ post-operative, a computed tomography (CT) was performed and showed a suspected cyst formation over the previous ich cavity. This was not noted on a previous CT performed on post-op day two. No intervention was performed at that time. Post-op day 17, a follow-up CT scan was performed which showed the cyst became larger in size with enhancement of the cystic wall. Midline shift became progressively more severe. Cyst drainage was performed (confirmed to be sterile) and the patient improved. Post-op day 24 a follow-up CT scan was performed which showed the cyst was smaller in size with improved midline shift. At three-month follow-up, the patient deteriorated and needed a tracheostomy which was caused by a progressive hydrocephalus. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.